Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient's aortic valve angle (av angle from 3mensio) was 69 ° and the annulus diameter 18.5x26mm, area 371mm², perimeter 69mm, left ventricular outflow tract (lvot) 67.8 mm perimeter. During procedure, a pre-dilation was performed with a 20 mm balloon and the valve was implanted and deployed at a safe level of estimated 4-5mm. The retainer tabs were released; upon removal of the delivery system the valve moved into the ascending aorta. There was entanglement with the delivery system (ds) and navitor while removal of the ds after final deployment. The valve was pulled upward using a snare system and a new 23mm non-abbott valve was successfully implanted. After implantation, the patient had no coronary occlusion, no perivalvular leak (pvl), and no aortic regurgitation. The physician mentioned the cause of migration was a retainer tab was not fully released. There was no delay in the procedure and the patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult removal (entanglement with valve) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the difficult removal (entanglement with valve) appears to be related to procedural conditions. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.